Manufacturer narrative:
It was reported that this valve was explanted due to endocarditis. Infectious endocarditis (ie) is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect. Infective endocarditis can potentially lead to leaflet disruption. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. Staphylococci are inhabitants of the mucosa and/or skin, and can be found in sources in the environment. In this case, the operative report documents the patient having staphylococcus aureus septicemia. The explanted device was not returned to edwards for analysis. Unfortunately, there is insufficient information to conclusively determine the root cause of this event. However, the surgeon has indicated that this event was due to patient related factors. There was no device malfunction. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately four (4) years, was explanted due to endocarditis. It was identified, through review of source documentation provided, that the patient had presented with staphylococcus aureus septicemia, as well as septic emboli to his brain condition. There was also perivalvular leak, as well as periaortic abscess cavity. No vegetations noted. The explanted device was replaced with another edwards bioprosthetic valve. Transesophageal echocardiogram showed reasonable left ventricular function, good leaflet mobility and a small perivalvular leak of no clinical significance. Patient experienced coagulopathic bleeding after weaning the patient off cardiopulmonary bypass. Good hemostasis was obtained with packing of the chest. The patient was taken to the cardiac surgery ICU in stable condition with chest left open. No other details provided.